Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a continuous alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for investigation with the rear housing top corner cracked along with the tamper seal missing. Functional testing was started but could not continue as the downstream occlusion sensor was not working. The customer reported problem of continous alarm was confirmed. The root cause of the issue was traced to the downstream occlusion sensor which was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.